Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image of the ultrasonic broncho fiber videoscope was distorted. The issue occurred during inspection for use. There was no patient involvement.